Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the cordless driver 3 was overheating. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was confirmed during the device evaluation. Upon visual inspection, the motor pinion press was found to be in the wrong position, which is the probable cause of the reported event. The device was repaired and returned to the user facility.